Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was explanted on (B)(6) 2018 due to the cremation of the patient. The death is not related to the pacemaker. The device was returned for analysis.

Manufacturer narrative:
Preliminary analysis of returned device did not reveal any device malfunction that could be related to the reported event.

Event description:
Reportedly, the pacemaker was explanted on (B)(6) 2018 due to the cremation of the patient. The death is not related to the pacemaker. The device was returned for analysis.

Event description:
Reportedly, the pacemaker was explanted on (B)(6) 2018 due to the cremation of the patient. The death is not related to the pacemaker. The device was returned for analysis.